Event description:
It was reported that prior to a cardiac ablation procedure, during preparation the cable 2achc achieve st 10-pin was considered unsterile due to being found unsealed. The cable 2achc achieve st 10-pin was replaced which resolved the issue. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2achc catheter connecting cable with lot g24a07668 was returned and analyzed. External visual inspection of the cable was performed. No anomalies were identified on the pins, connector and cable. During external visual inspection of the retuned product. The packaging unsealed sterile barrier issue can not be confirmed/observed, since the product is not returned in here original packaging. In conclusion, the reported "sterile barrier compromised" could not be observed/identified during testing. The cable passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.